Manufacturer narrative:
The reported field complaints of oversensing and undersensing on the atrial channel were not confirmed. The analysis performed, including thermal and mechanical stressing of the device, did not find any anomalies. Battery voltage was still in the range of normal operation. Electrical testing of the device, including output monitoring, sensitivity and noise, did not find any anomalies. Analysis of the atrial and right ventricular device connector found a small amount of dried blood on atrial setscrew. The amount of dried blood found should not have caused the anomalies found in the field.

Event description:
During follow-up, oversensing, undersensing, and false automatic mode switch episodes due to noise were observed on the atrial lead. The episodes led to the induction of ventricular tachycardia. It was suspected to be caused by the connection with the header of the device. The atrial lead was capped and replaced and the device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-06747.